Manufacturer narrative:
Batch review performed on 05 june 2026 lot 1900735: (B)(4) items manufactured and released on 30 april 2019. Expiration date: 14 april 2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after 2 years and 6 months from the primary due to infection, and the pathogen returned as staphylococcus aureus. The surgeon performed a washout, I&d, and revised the gmk-hinge size 5 - 20mm insert to a same size insert. The surgery was completed successfully.